Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit received with cracked end cap.